Event description:
Information received indicates the siderail functions are locked out because the left head siderail cable is cut in half and wiring is exposed.

Manufacturer narrative:
The technician replaced the siderail cable to repair the bed.